Event description:
Product - this washer sterilizer is a pass-through device with two doors to allow the dirty load to enter the chamber through the load door, and the cleaned-sterilized load to exit through the unload door. Chronology - friday 2/6/1999 - operator injured, but event was not reported to steris until 3/2/1999. Tuesday 3/2/1999 - steris district sales manager (dsm) was told that an operator at the medical center was injured on 2/26/1999. Details of the injury were not discussed. Steris tech tested unit, and the washer sterilizer was operating correctly. Tech ran three cycles. Steris tech found the following: some melted plastic was inside the washer sterilizer, small pieces of metal were caught in the door gearing. Thursday 3/4/1999, sters' dsm was requested to have a different tech examine the unit. Steris was told that the injury was serious. Friday 3/5/1999 - the second steris tech examined the unit and also found the device was operating correctly. Monday 3/8/1999 - regulatory affairs was informed of the event and the type of injury. Tuesday 3/9/1999 - steris' district service manager was not permitted to talk to the injured person or anyone who witnessed the 2/26/1999 event. Event:the following is based upon second hand info because the medical center will not permit steris' district service manager to talk to the injured operator or anyone who witnessed the 2/26/1999 event. Friday 2/26/1999 - approx 8:30pm the operator opened the unload door of the washer sterilizer to remove the load. He observed that the rack was jammed, and that the end of the rack nearest the unload door was elevated higher than the end near the load door. The rack nearest the load door was "down". A basin in the rack was "standing straight up". This facility did not use hold down screens and a special rack (basket) designed for basins. This operator reached over the elevated rack and into the washer sterilizer from the unload end to free the end of the basket at the load end. The operator's hand was caught and he was unable to remove his right hand. His supervisor opened the door on the load side enabling the operator to remove his hand. Steris has been unable to determine with certainty what caused the injury to the operator's hand. Co has not established the operators qualifications for operating this device. His hand was severely damamged by this event. Damage required amputation of the right index finger at the first knuckle.